Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has not been made available for investigation as yet.

Event description:
Trauma reported. The user is reported to have fallen off a bed on (B)(6) 2018, after which he stopped responding to sound. The recipient has been re-implanted. The device has not yet been received for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Trauma reported. The user is reported to have fallen off a bed on (B)(6) 2018, after which he stopped responding to sound.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible re-implantation has been received yet.

Event description:
Trauma reported. The user is reported to have fallen off a bed on (B)(6)2018, after which he stopped responding to sound. No further information has been received from the field.

Manufacturer narrative:
Damage to the active electrode caused by an external mechanical impact was determined to be the root cause of device failure. The problems given in the recipient report and the reported accident appear to match the damage found. This is a final report.

Event description:
Trauma reported. The user is reported to have fallen off a bed on (B)(6) 2018, after which he stopped responding to sound. The user has been re-implanted on (B)(6) 2018.